Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. The error did not adversely impact the customer's blood glucose level. Technical support provided assistance through a complete pump reset, which resolved the error as the caller successfully started their sensor session without further issues.